Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified back surgery, it was observed that the cutter device broke off inside the attachment device. According to the reporter, the broken cutter device was still in the attachment device and all of the pieces of the cutter device were retrieved. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that an unknown object had broken off in the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force and /or side loading during use, which is misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.